Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. It was reported that the compressor alarmed for low pressure. According to field service engineer, the compressor tubing kit was damaged and replaced. After replacement, the compressor passed all performance and safety tests according to factory specifications. Device was cleared for clinical use. No parts were returned for investigation. The root cause for the reported failure could not be determined.